Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. The shock occurred in one episode. The physician planned on turning off tachy therapy for the patient and putting a lifevest on the patient. This lead was surgically abandoned and replaced. Technical services (ts) suggested reprogramming to address the oversensing. No additional adverse patient effects were reported.